Event description:
During the surgery on a patient the etco2 module on the b650 screen stated "device ID failure". Biomed was called to the operating room and reseated the module and after 4 minutes readings of the expired and inspired gases could be read on the screen. The reseated module was at the time the patient was being taken of the vaporizers and was waking up so the crna could not tell the patient's lung function of expired gases. According to the crna this has happened in several rooms in the past 6 months. The device is less than 1 year old. Biomed emailed the sales rep, the field service tech, and the trainer and no response after 8 days. Manufacturer response for etco2 module, e-scaio (per site reporter): no response after 8 days.